Event description:
A report was received by ciba vision from a surgeon that a patient had a left eye memorylens implant in 2000, and when seen at exam on 1/2002, the surgeon noted that the lens was beginning to opacify. The patiient's visual acuity at exam on 1/2002 was 20/25 os. The surgeon's prognosis for the patient was listed as poor to fair, but he is not planning on explanting the lens at this time. The surgeon did not feel that the patient's status was stable, and he felt that the incident was lens related.